Event description:
The patient reported experiencing elevated blood glucose of up to 380 mg/dl. Her normal blood glucose level is 180 mg/dl. She changed the infusion site, but her blood glucose did not decrease and she then changed the infusion set, insulin cartridge, and battery. She switched to injection therapy to lower her blood glucose and is now using the backup infusion device. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.